Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that this inflatable penile prosthesis (ipp) was no longer inflating, and fluid loss was reported. A surgical procedure was performed in which the device was removed and replaced. There were no patient complications reported.